Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced ventricular tachycardia for which seven appropriate shocks were delivered. A review of the episodes identified some oversensing. There was one episode identified where the first shock escalated the rhythm to ventricular fibrillation which was converted with the second shock. It was noted that the patient had been taking a beta blocker which had been adjusted due to a low heart rate. Bradycardia was observed and this system was subsequently explanted and replaced with a transvenous system. No additional adverse patient effects were reported.